Event description:
It was reported that on literature review ""early combined arthroscopic and open management of combined acl and pcl tibial spine avulsion in a knee dislocation: a case report"", 1 patient presented with right knee pain following a tree stump landing on his leg two days prior. Evaluation revealed a knee dislocation injury (kd iii m) with displaced avulsion fractures of the anterior cruciate ligament and posterior cruciate ligament, with the fragments flipped 180 degrees. Additional injuries identified through preoperative imaging (computer tomography, magnetic resonance imaging) and physical examination included bony medial patellofemoral ligament tear, bony posterolateral corner injury, complete medial collateral ligament tear, and medial/lateral meniscus root bony avulsions. The injury was treated utilizing a single-staged arthroscopic and open ligament repair and reconstruction using an ultra button device, at least one q-fix anchor, three (3) biosure regenesorb anchors, and a novostich suture passer. After 4.5 months with physical therapy the patient had limited rom. 5 months after the surgery, the patient underwent arthroscopic lysis of adhesions and mua. Dense arthrofibrosis was encountered primarily about the intercondylar notch and suprapatellar pouch. Repaired/reconstructed structures were visualized and deemed to be healed. Patient recovered well. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Doi:10.1097/bco.0000000000001283.